Event description:
It was reported that approximately 8 months post xience prime stent implantation in the left anterior descending artery, the patient experienced uneasiness and angina and was hospitalized. An angiogram revealed in-stent restenosis (isr), which was treated with a non-abbott stent. There was no adverse sequela and on (B)(6) 2012, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.